Manufacturer narrative:
Examination of the submitted device confirmed the center peg is bent and deformed. The damage is consistent with the user not drilling the center peg enough for the glenoid to sit properly during insertion resulting in deformation of the center peg. A complaint database search finds no additional reports against the complaint device product and lot combination. The root cause is attributed to user error. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The crosslink anchor peg glenoid is bent and unusable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.